Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was cleaned to resolve the oil mist/smoke. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of an oil mist/smoke emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the oil/mist/smoke issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the oil/mist/smoke issue was reviewed from july 2017 to january 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were replaced to resolve the oil/mist/smoke issue. The assignable cause of the oil/mist/smoke issue is likely due to the oil mist filter. The field service engineer cleaned this part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.